Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens was returned in pieces stuck to the bottom of the lens case lid. One haptic is broken in the distal area. The broken piece of haptic was returned in two pieces. The optic is cut and broken into four pieces, typical of insertion and removal from the eye. A deep scratch is observed on one of the optic pieces. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure a lens had a mark on it; damage noticed on interior side of lens. There was contact with the patient, and the product is available for return. Additional information was provided by the initial reporter that damage was noted on the anterior surface of the lens due to the injector. At this point, it was determined that the surface damage would be visually significant and intraocular lens removal was necessary. There was no patient harm. Further information was provided by the surgeon that there was a scratch in the middle of the optic, noted after insertion, and is not sure what the scratch was caused by,